Manufacturer narrative:
The investigation was not complete at the time of initial reporting. The investigation summary is provided here. The actual mst0809 device associated with this event was discarded and not available for evaluation. However, on 2/3/2016 four mammotome revolve mst0809 probes, lot number f11544502d1, were received from the customer for analysis. These devices were from the same lot and were received in unopened packaging with no evidence of use in a procedure. These devices were tested for functionality by using simulated testing situations without patient involvement. Each device performed within performance specifications and no deficiencies were found. Based on this investigation, one possible scenario for the root cause of this failure mode is that the sample management system was not fully aligned or seated. The IFU states in step 6, "before the probe is attached to the holster, ensure that the specimen management system's marker port is aligned with the "m" indicator on the probe body." Device discarded by customer.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation which prevents a full investigation and analysis of the root cause at this time. However, this is a failure mode identified in the risk management file that can occur if the tissue strips contained within the sample management system are not fully aligned or seated. Although no serious injury occurred, upon consultation with devicor's medical department, this failure mode has been determined a reportable malfunction, pursuant to 21 cfr 803.

Event description:
The sales rep reported that samples that were taken from revolve had somehow made it into the canister and not the chamber. The tech opened the canister and found the sample. The samples were then x-rayed confirming the calcs.